Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump housing separated into two pieces while clipped to a belt, consistent with screen bezel or enclosure adhesive separation, after which the user disconnected and reverted to backup therapy; blood glucose remained unaffected and no alerts or alarms were reported. Symptoms included no adverse clinical effects. Outcomes included replacement of the device and continued diabetes management with unaffected blood glucose control. Investigation included collection of user statements, verification of shipping and return logistics, and provision of instructions for shutdown and data sync prior to return. Investigation of this device revealed a mechanical integrity issue of the external casing consistent with adhesive or enclosure bond failure leading to physical breakage, with no impact to therapy performance prior to disconnection. It was concluded, based on previously established findings for similar reports, that the cause was a device component structural failure attributable to enclosure adhesive or bond degradation.